Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during an infusion. Although baxter rep to obtain info, details were not available regarding additional contact info. The hosp rep did not have info regarding whether there have been any reports of any pt injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection of the device revealed damaged batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).